Event description:
It was reported by service report that the bed was stuck up high, and in trend position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: bed stuck high and in trend position caused by a faulty foot-end lift sensor coil cord and a lift power coil cord, and a stripped head-end lift motor coupler.